Event description:
Postoperatively, the patient was found to have a paravalvular leak. An echocardiogram revealed moderate to severe aortic regurgitation and aortic stenosis. The valve was explanted and replaced with another sjm regent valve. The patient was reported to be stable postoperatively.